Manufacturer narrative:
H6: the device was received for evaluation at the manufacturing site; however, a physical product evaluation was not possible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis from each raw material supplier is required. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arcr procedure, when the lever was squeezed and checking operation before use, the tendon stapler did not make the click sound and the tendon anchor was fractured when it was loaded into the tendon stapler. After the regeneten implant was deployed, the catcher part of the tendon stapler was bent and it could not longer be loaded with the tendon anchor. When the delivery instrument of regeneten was removed from the body, the regeneten implant could not be secured, the regeneten implant and all tendon anchors came off the body. It was found that the regeneten implant and the tendon anchors broke when coming off the body. All the pieces were removed from the patient. The other tendon anchors were not secured when the implant came out. The procedure was completed with a s+n back up device. There was a delay of 20 minutes and no further complications were reported.